Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 10.89mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a broken tip. There was no report of patient involvement or patient injury.